Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after an interventional procedure performed in the operating room. Angiography was not performed to determine arteriotomy placement in the common femoral artery. There was no report of difficulty with the insertion of the device or with the needle deployment. The needles were retrieved and the suture ends cut from the needles. The physician was attempting to deliver the knot, but was not able to pull the device back. The foot was deployed and parked in an attempt to make sure nothing was "stuck" in the foot and to confirm that the lever was all the way flush to the device. The assisting physician also attempted to remove the device by deploying and parking the foot. He then rotated the device and pulled it back. That is when it was noted that the device was broken at the junction of the proximal and distal guide. A cut down was performed to remove the device. When the device was removed, the physician observed that the foot was still in the "open" position. It was noted that the artery was torn and there was a "ring" of calcification around the back of the vessel near the arteriotomy. The physician was reported to experience difficulty acheiving hemostasis, therefore a saphenous vein graft to the artery was performed. The pt is reported to be doing "fine". There is no report of adverse pt sequelae.